Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during manual prime, was unable to exit from preparing to prime loop and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received in with a scratched lcd window, cracked reservoir tube lip, scratched casing and a stained end cap sticker. The drive support disk was inspected and no anomaly was noted.